Manufacturer narrative:
The axium coil was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. However, the device is pending return. Upon receipt of the device and/or additional information a supplemental report will be filed.

Event description:
Medtronic recevied information that the coil did not detach when it was positioned at the leasion during a coiling treatment of a posterior communicating aneurysm. After the procedure it was found that coil had detached. No further information was provided.

Manufacturer narrative:
The device was returned for evaluation and the clinical observation could not confirm the reported event as the implant coil was found to be already detached from the pushwire. The implant coil was found damaged and had lost its original shape. The instant detacher and proximal end of the pushwire containing the tack weld replacement (twr) crimp were not returned. In addition, the returned pushwire was found to be broken and had jagged edges on its proximal end without the release wire extending out. The pushwire was found to be intact distal to the break indicator at the manual detachment location (via hypotube). Under the microscope, the coin was found to be located against the lumen stop and the coil shield was found to be damaged. The retainer ring appeared to be ovalized. The cause of the damages could not be determined. *note: per the axium coil instructions for use (IFU): if the coil does not detach after 3 attempts, discard the i.d. (Instant detacher) and replace with a new i.d. (Instant detacher).

Manufacturer narrative:
Device evaluated by manufacturer- additional information based on device analysis, the reported non detachment event could not be confirmed as the implant coil was found to be already detached from the pushwire. In regards to the ¿premature detachment¿, the report was confirmed. User context may have contributed to this event. It is possible that the implant coil detached due to the pulled release-wire, or due to the damaged retainer ring. The break in the pushwire with the release wire pulled back may have occurred during an attempt to detach the coil by the manual method (via hypotube). Note: per the axium coil instructions for use (IFU): if the coil does not detach after 3 attempts, discard the i.d. (Instant detacher) and replace with a new i.d. (Instant detacher). Also, ¿in the rare event that the coil does not detach and cannot be removed from the implant delivery pusher, use the following steps for detachment. Grip the hypotube approximately 5 cm distal of the positive load indicator at the hypotube break indicator and bend the implant delivery pusher just distal to the hbi 180 degrees. Next straighten the pusher back, continue bending and straightening until the pusher tubing opens exposing the release element. Gently separate the proximal and distal ends of the open pusher. Then, under fluoroscopy, pull the proximal portion of the implant delivery pusher approximately 2-3 cm to confirm implant detachment per IFU.¿